Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2006. Patient was revised on (B)(6) 2010 due to low grade infection. No further complications have been reported.